Event description:
It was reported that a patient was scheduled for full revision surgery due to a lead fracture. It was later reported that the high impedance was identified via x-rays, and the device was turned off the following month. The physician decided to hold off on surgery when the device was turned off, but the patient later decided to move forward with surgery. No surgical intervention has occurred to date.

Event description:
The patient underwent full revision surgery. The explanted lead and generator were returned to the manufacturer for analysis, but analysis has not been approved to date. No additional relevant information has been provided to date.

Manufacturer narrative:
(B)(4).

Event description:
Product analysis was approved for both the generator and the lead. When received, data was downloaded from the generator and reviewed, and no abnormalities were identified. No surface abnormalities were observed during a visual examination of the generator. The device was successfully interrogated, and system diagnostic tests were performed and returned results within the normal limits. Electrical testing also showed that the generator performed according to functional specifications. A portion of the lead was returned for analysis. Note that a large portion of the lead assembly including the electrodes was not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. No additional relevant information has been received to date.